Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken and the conductor wires were not exposed. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted sigmoid colectomy surgical procedure, the maryland bipolar forceps instrument conductor cable was torn off at its head. The procedure was completed with no patient harm. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the device was inspected before use and no damage or anything out of the ordinary was found. The issue occurred at the end of the operation, so it is unclear what surgical task was being performed. The broken cable was black and had a full breakage, but the wire was not exposed. There was no loss of cautery associated with the broken cable and no signs of thermal damage were observed at the site of breakage. The patient's demographics cannot be provided due to privacy regulations.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).